Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04744. It was reported that stent thrombosis occurred. In (B)(6) 2016, a 3.00 x 16 synergy ii drug eluting stent and a 2.75 x 38 synergy ii drug-eluting stent were implanted in the right coronary artery. However, 7 hours post-procedure, an acute stent thrombosis (st) was noted when angiogram was performed. On the following day, the patient returned to the cath lab and a 3.5x32 promus premier was implanted to treat the st and post-dilatation was done with a 4.0x15 non-bsc balloon catheter. The procedure was completed and the patient was given anti-platelet medications right after. No further complications were reported and patient's status was okay.